Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufactured date is not known. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2013, 4058m52 lead, implanted: (B)(6) 1995. (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately one month after device system replaced. The cause of death is not known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.